Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) with gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician was retroflexed and spraying for a large hernia bleed in the proximal body of the stomach. It is possible spray got into hernia pouch and caused friction in the esophagus with the scope. The physician noted that the device performed as expected, there was just difficulty due to spray possibly getting in the hernia pouch. It was also confirmed that when the scope was extracted, it had a coating of powder on it. An unintended section of the device did not remain inside the patient¿s body. The patients esophagus was irrigated to facilitate the removal of the endoscope and the patient was intubated to protect the airway. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Annex f codes were updated.